Event description:
It was reported during the implant procedure that the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, a visual inspection shows the lead was stretched and the outer insulation was breached/cut.